Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (h-l390) was returned for investigation in good condition without any physical damage. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The unit was found to leak from the tank cover. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was attributed to the user. This was identified as the root. The tank cover was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.